Event description:
In 1999, the cryopreserved aortic valve and conduit in question was implanted into a pt with a history of congestive heart failure, active endocarditis, left ventricular hypertrophy, right ventricular hypertrophy, and annular abscess. The aortic valve allograft was used as an aortic root replacement. In 2002, it was reported to the manufacturer that the patient underwent antibiotic therapy at approximately one year post-op due to endocarditis. According to co's records, the valve remains implanted.